Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During investigation of an unrelated problem, it was confirmed that a monitor was unable to power on. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During investigation of an unrelated problem, it was found that a monitor was unable to power on.